Event description:
Reportedly, the pt was admitted at the hospital because he underwent an arrhythmia and rec'd 150 shocks from the ICD involved in this MDR report. Upon interrogation of the device with the associated programmer, a warning message for "charge time > 40's" was displayed. The arrhythmia egm episodes were displayed and printed during the interrogation. Then the session was closed after saving; however, when trying to review recorded file, no episodes were displayed. As the battery voltage reached the elective replacement indicator (2.1 v), the device was then explanted and returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.